Manufacturer narrative:
Correction : the correct "explant date" is (B)(6) 2009, not december 06, 2010, as initially reported. This report is submitted on may 05, 2017.

Manufacturer narrative:
This report is submitted on february 21, 2017.

Event description:
Per the clinic, the device was explanted on (B)(6) 2010 due to persistent infection at the implant site.